Manufacturer narrative:
The returned sample was visually inspected upon receipt. It was confirmed that the oxygenator was not fully seated into the neck as it should have been; however, a portion of it was still attached and could not be removed easily. The lug opening thickness on the neck was measured and confirmed to be within specification at 7.015mm and 6.998 mm. The specification for this dimension is 7.00mm +/- 0.20mm. A retention sample from the same product code/lot number combination was visually inspected and it was confirmed that the oxygenator was properly seated within the neck. Review of the device history records revealed no manufacturing issues. Although, the neck measured within specification, the visual inspection confirmed this event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, it was discovered that the oxygenator was not sitting securely in the neck of the product that attaches to the hardshell reservoir. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.